Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up. A device interrogation revealed post paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.